Event description:
This unsolicited device case from (B)(6) was received on 22-dec-2017 from a surgeon. This case concerns a male patient with unspecified age who received treatment with seprafilm and after unknown latency the patient had bile leak between the diaphragm and the cut surface of the liver (post procedural bile leak). Patient's medical history , past drugs, concurrent condition and concomitant medications were not reported. On an unknown date in (B)(6) 2017, the patient underwent right liver lobectomy and biliary tract reconstruction for hepatic cancer, and one sheet of seprafilm was applied (form, route, batch number and expiration date: not provided) at the diaphragm and beneath the incisional wound. On an unknown date in (B)(6) 2017, the patient had moderate bile leak between the diaphragm and the cut surface of the liver that seemed to partially coincide with the application site (latency: unknown). The reporter had experience of the use of seprafilm, though the frequency of the use was low. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and the results were pending. Diagnosis: bile leak between the diaphragm and the cut surface of the liver reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: other possible factors for the event were unknown. Pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a male patient who received seprafilm and later had bile leak between the diaphgram and the cut surface of the liver. Based upon the available information, the casual role cannot be denied between the product application and event. However, other possible risk factors, medical history, concurrent conditions precludes the final case assessment.

Event description:
Bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow [post procedural bile leak] . Infection/enterobacter was detected [enterobacter infection] . Abscess [application site abscess]. Fluid accumulation/fluid accumulation in the liver resection site [localised accumulation of lymphatic fluid] . Case narrative: initial information received on 22-dec-2017 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on 17-jul-2018 and transmitted to sanofi. This case involves a 73 years old male patient (163 cm and 56 kg) who experienced bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, infection/enterobacter was detected, abscess and fluid accumulation/fluid accumulation in the liver resection site, while he was treated with with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included polymyalgia rheumatica and surgery in (B)(6) 2017. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing colon cancer and hepatic cancer metastatic. Notes: occupation: none. Concurrent condition before surgery: none. Diabetes mellitus: none. Anaemia: none. Radiotherapy: none. Smoking: no. Concomitant medications included lansoprazole (lansoprazole) for product used for unknown indication; alendronate sodium (fosamac) for product used for unknown indication; prednisolone (predonine [prednisolone]) for product used for unknown indication; and prednisolone (prednisolone) for product used for unknown indication. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. The patient was taking oral steroid (unspecified) from an unspecified date (form, route, frequency and indication: not reported). On (B)(6) 2017, the patient underwent subsegmental resection of s2 with partial resection of s5/8/1/3 of the liver, which was an elective surgery. No hyperthermic therapy was performed during the surgery.patient underwent right liver lobectomy and biliary tract reconstruction for hepatic cancer. On the same day, it was reported that two sheets of seprafilm (form, route, batch number and expiration date: not provided) were applied to the right subphrenic area and anterior surface of the stomach, directly below the wounds, without being applied directly to the anastomosis site. On an unknown date in (B)(6) 2017, after unknown latency, there was infection in the application site(s). The condition of application was favorable. The operating surgeon was experienced (the patient was the 20th case) in using seprafilm. No pre-existing adhesion was observed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). It was reported that "no resection was performed. No pre-existing non-purulent inflammation or infection was observed in the resection sites." The length of laparotomy incision was 20 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (0 vicryl, interrupted suture). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation was observed in the laparotomy incision site. The operative time was approximately 6 hours. The volume of haemorrhage was 335 g, and no blood transfusion was performed. Two clio drain 5 mm were placed on the day (closed drain), and the drainage condition immediately after the placement was favorable. (At the time of the event onset on (B)(6) 2017, bile leak was noted. On (B)(6) 2017, after 2 days of seprafilm placement, bile leak from the drain in the foramen of winslow was noted, and improved conservatively. Patient had moderate bile leak between the diaphragm and the cut surface of the liver that seemed to partially coincide with the application site on (B)(6) 2017, a biliary tract drainage tube was endoscopically placed in the bile duct. On (B)(6) 2017, after 9 days of seprafilm placement, although the bile leak subsided, a CT (computed tomography) scan showed fluid accumulation in whole surface of liver resection (onset of moderate abscess). On (B)(6) 2017, percutaneous drainage was performed for the fluid accumulation. The condition subsequently improved. On (B)(6) 2017, laboratory tests regarding infection and inflammation was done and result was wbc: 7020/mcl; neutrophils, 4560/mcl; crp (c-reactive protein): 5.55 mg/dl. On (B)(6) 2017, pus culture for general aerobes and anaerobes was collected: enterobacter was detected. On (B)(6) 2017, the patient was discharged from the hospital. The hospitalization had been prolonged due to the abscess, while no re-hospitalization or re-laparotomy was performed for the event. On (B)(6) 2017, a blood test showed no problems. On (B)(6)2017, the patient was discharged from the hospital. On (B)(6) 2018, the abscess resolved. Corrective treatment: percutaneous drainage for abscess and fluid accumulation/fluid accumulation in the liver resection site; not reported for rest events outcome: recovered for abscess; recovering for fluid accumulation/fluid accumulation in the liver resection site; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. The patient developed an event of a serious bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow (post procedural bile leak) 2 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was leading to intervention. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious infection/enterobacter was detected (enterobacter infection). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event during 32 days. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious abscess (application site abscess) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was leading to intervention. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious fluid accumulation/fluid accumulation in the liver resection site (lymphoedema) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was leading to intervention. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). Relevant laboratory test results included: c-reactive protein - on (B)(6) 2017: 5.55 mg/dl computerised tomogram - on (B)(6) 2017: [fluid accumulation in whole surface of liver resection]; on (B)(6) 2017: [enterobacter detected] neutrophils - on (B)(6) 2017: 4560 unk wbc - on (B)(6) 2017: 7020 unk final diagnosis was bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, fluid accumulation/fluid accumulation in the liver resection site, abscess and infection/enterobacter was detected. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, as unknown for infection/enterobacter was detected, as recovered / resolved on (B)(6) 2018 for abscess and as recovering / resolving for fluid accumulation/fluid accumulation in the liver resection site. Reporting gastrointestinal surgeon's comment: another possible causative factor for the abscess was oral steroid (unspecified). Seprafilm was applied to the anterior surface of the stomach and the right subphrenic area to prevent adhesion from several liver resections. Temporal bile leak from the winslow drain was noted (probably from the subsegmental resection of s2 of the liver), but the main site of the infection was the fluid accumulation in the right lobe resection site. As the site did not show bile leak and the drainage was serous, the right subphrenic drain was removed early, but infection subsequently occurred reporting surgeon's comment: other possible factors for the event were unknown reporter comment on 17-jul-2018: the causal relationship between "infection/enterobacter was detected" and seprafilm could not be ruled out. "Fluid accumulation/fluid accumulation in the liver resection site" was not an adverse reaction to seprafilm. Reason: fluid accumulation in the liver resection site was considered to be a general postoperative course. The causal relationship between "abscess" and seprafilm was unknown. Returned: not available, date returned: additional information was received on 16-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 26-feb-2018 from gastrointestinal surgeon. Verbatim was updated for the event of bile leak between the diaphragm and the cut surface of the liver to bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow. Events of infection/enterobacter was detected, abscess and fluid accumulation/fluid accumulation in the liver resection site were added along with its details. Updated information on the suspect drug seprafilm and the patient. Steroid was added as suspect drug. Added the reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs. Follow up information was received on 30-mar-2018 from surgeon. No new information relevant to adverse event was received. Additional information was received on 17-jul-2018 by the same reporter. Additional information included reporter and company causality assessments, and reporter comment. Amendment to the report dated 17-jul-2018: deleted "yes" from the "malfunction" of seprafilm [dv] in the product field. Added seriousness criteria (intervention required) in the event field.

Event description:
Bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow [post procedural bile leak]. Infection/enterobacter was detected [enterobacter infection]. Abscess [application site abscess]. Fluid accumulation/fluid accumulation in the liver resection site [localised accumulation of lymphatic fluid]. Case narrative: initial information received on 22-dec-2017 regarding an unsolicited valid serious case received from (B)(6) under reference on 17-jul-2018 and transmitted to sanofi. This case involves a 73 years old male patient (163 cm and 56 kg) who experienced bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, infection/enterobacter was detected, abscess and fluid accumulation/fluid accumulation in the liver resection site, while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included polymyalgia rheumatica and surgery on (B)(6)2017. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing colon cancer and hepatic cancer metastatic. Notes: occupation: none. Concurrent condition before surgery: none. Diabetes mellitus: none. Anaemia: none. Radiotherapy: none. Smoking: no. Concomitant medications included lansoprazole (lansoprazole) for product used for unknown indication; alendronate sodium (fosamac) for product used for unknown indication; prednisolone (predonine [prednisolone]) for product used for unknown indication; and prednisolone (prednisolone) for product used for unknown indication. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. The patient was taking oral steroid (unspecified) from an unspecified date (form, route, frequency and indication: not reported). On (B)(6) 2017, the patient underwent subsegmental resection of s2 with partial resection of s5/8/1/3 of the liver, which was an elective surgery. No hyperthermic therapy was performed during the surgery. Patient underwent right liver lobectomy and biliary tract reconstruction for hepatic cancer. On the same day, it was reported that two sheets of seprafilm (form, route, batch number and expiration date: not provided) were applied to the right subphrenic area and anterior surface of the stomach, directly below the wounds, without being applied directly to the anastomosis site. On an unknown date on (B)(6) 2017, after unknown latency, there was infection in the application site(s). The condition of application was favorable. The operating surgeon was experienced (the patient was the 20th case) in using seprafilm. No pre-existing adhesion was observed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). It was reported that "no resection was performed. No pre-existing non-purulent inflammation or infection was observed in the resection sites." The length of laparotomy incision was 20 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (0 vicryl, interrupted suture). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation was observed in the laparotomy incision site. The operative time was approximately 6 hours. The volume of haemorrhage was 335 g, and no blood transfusion was performed. Two clio drain 5 mm were placed on the day (closed drain), and the drainage condition immediately after the placement was favorable. (At the time of the event onset on (B)(6) 2017, bile leak was noted. On (B)(6) 2017, after 2 days of seprafilm placement, bile leak from the drain in the foramen of winslow was noted, and improved conservatively. Patient had moderate bile leak between the diaphragm and the cut surface of the liver that seemed to partially coincide with the application site on (B)(6)2017, a biliary tract drainage tube was endoscopically placed in the bile duct. On (B)(6)2017, after 9 days of seprafilm placement, although the bile leak subsided, a CT (computed tomography) scan showed fluid accumulation in whole surface of liver resection (onset of moderate abscess). On (B)(6) 2017, percutaneous drainage was performed for the fluid accumulation. The condition subsequently improved. On (B)(6) 2017, laboratory tests regarding infection and inflammation was done and result was wbc: 7020/mcl; neutrophils, 4560/mcl; crp (c-reactive protein): 5.55 mg/dl. On (B)(6) 2017, pus culture for general aerobes and anaerobes was collected: enterobacter was detected. On (B)(6) 2017, the patient was discharged from the hospital. The hospitalization had been prolonged due to the abscess, while no re-hospitalization or re-laparotomy was performed for the event. On (B)(6) 2017, a blood test showed no problems. On (B)(6)2017, the patient was discharged from the hospital. On (B)(6) 2018, the abscess resolved. Corrective treatment: percutaneous drainage for abscess and fluid accumulation/fluid accumulation in the liver resection site; not reported for rest events. Outcome: recovered for abscess; recovering for fluid accumulation/fluid accumulation in the liver resection site; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. The patient developed an event of a serious bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow (post procedural bile leak) 2 days after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious infection/enterobacter was detected (enterobacter infection). This event was assessed as medically significant. The patient was hospitalized for this event during 32 days. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious abscess (application site abscess) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). The patient developed an event of a serious fluid accumulation/fluid accumulation in the liver resection site (lymphoedema) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was already hospitalized when the event occurred. The patient was discharged on (B)(6) 2017 (hospitalization during 32 days). Relevant laboratory test results included: c-reactive protein: on (B)(6) 2017: 5.55 mg/dl. Computerised tomogram: on (B)(6) 2017: ; on (B)(6) 2017: neutrophils: on (B)(6) 2017: 4560 unk. Wbc: on (B)(6) 2017: 7020 unk. Final diagnosis was bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, fluid accumulation/fluid accumulation in the liver resection site, abscess and infection/enterobacter was detected. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow, as unknown for infection/enterobacter was detected, as recovered / resolved on (B)(6) 2018 for abscess and as recovering / resolving for fluid accumulation/fluid accumulation in the liver resection site. Reporting gastrointestinal surgeon's comment: another possible causative factor for the abscess was oral steroid (unspecified). Seprafilm was applied to the anterior surface of the stomach and the right subphrenic area to prevent adhesion from several liver resections. Temporal bile leak from the winslow drain was noted (probably from the subsegmental resection of s2 of the liver), but the main site of the infection was the fluid accumulation in the right lobe resection site. As the site did not show bile leak and the drainage was serous, the right subphrenic drain was removed early, but infection subsequently occurred. Reporting surgeon's comment: other possible factors for the event were unknown. Reporter comment on (B)(6) 2018: the causal relationship between "infection/enterobacter was detected" and seprafilm could not be ruled out. "Fluid accumulation/fluid accumulation in the liver resection site" was not an adverse reaction to seprafilm. Reason: fluid accumulation in the liver resection site was considered to be a general postoperative course. The causal relationship between "abscess" and seprafilm was unknown. Returned: not available, date returned: additional information was received on 16-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 26-feb-2018 from gastrointestinal surgeon. Verbatim was updated for the event of bile leak between the diaphragm and the cut surface of the liver to bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow. Events of infection/enterobacter was detected, abscess and fluid accumulation/fluid accumulation in the liver resection site were added along with its details. Updated information on the suspect drug seprafilm and the patient. Steroid was added as suspect drug. Added the reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs. Follow up information was received on 30-mar-2018 from surgeon. No new information relevant to adverse event was received. Additional information was received on 17-jul-2018 by the same reporter. Additional information included reporter and company causality assessments, and reporter comment.

Event description:
This unsolicited device case from (B)(6) was received on 22-dec-2017 from a surgeon. This case concerns a (B)(6) male patient with unspecified age who received treatment with seprafilm and steroid and after 2 days had patient had bile leak between the diaphragm and the cut surface of the liver/ bile leak from the drain in the foramen of winslow; after 9 days had abscess, fluid accumulation/fluid accumulation in the liver resection site and after unknown latency had infection/enterobacter was detected. Concomitant medications include lansoprazole, alendronate sodium (fosamac), prednisolone (predonine) and prednisolone for underlying disease. Patient had occupation history: none. Patient had no concurrent condition before surgery. Patient had historical condition: polymyalgia rheumatica (date, unknown). Patient had no diabetes mellitus, anaemia and radiotherapy. Patient had history of surgery: laparoscopic ileocaecal resection (around (B)(6) 2017). Patient had no smoking. Patient had underlying disease (surgery indication): large intestine carcinoma, metastatic liver tumour. Patient had preoperative condition: generally healthy and nutrition status was good on (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. The patient was taking oral steroid (unspecified) from an unspecified date (form, route, frequency and indication: not reported). On (B)(6) 2017, the patient underwent subsegmental resection of s2 with partial resection of s5/8/1/3 of the liver, which was an elective surgery. No hyperthermic therapy was performed during the surgery. Patient underwent right liver lobectomy and biliary tract reconstruction for hepatic cancer. On the same day, it was reported that two sheets of seprafilm (form, route, batch number and expiration date: not provided) were applied to the right subphrenic area and anterior surface of the stomach, directly below the wounds, without being applied directly to the anastomosis site. On an unknown date in (B)(6) 2017, after unknown latency, there was infection in the application site(s). The condition of application was favorable. The operating surgeon was experienced (the patient was the 20th case) in using seprafilm. No pre-existing adhesion was observed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). It was reported that "no resection was performed. No pre-existing non-purulent inflammation or infection was observed in the resection sites." The length of laparotomy incision was 20 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable thread (0 vicryl, interrupted suture). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation was observed in the laparotomy incision site. The operative time was approximately 6 hours. The volume of haemorrhage was 335 g, and no blood transfusion was performed. Two clio drain 5 mm were placed on the day (closed drain), and the drainage condition immediately after the placement was favorable. (At the time of the event onset on (B)(6) 2017, bile leak was noted. On (B)(6) 2017, after 2 days of seprafilm placement, bile leak from the drain in the foramen of winslow was noted, and improved conservatively. Patient had moderate bile leak between the diaphragm and the cut surface of the liver that seemed to partially coincide with the application site on (B)(6) 2017, a biliary tract drainage tube was endoscopically placed in the bile duct. On (B)(6) 2017, after 9 days of seprafilm placement, although the bile leak subsided, a CT (computed tomography) scan showed fluid accumulation in whole surface of liver resection (onset of moderate abscess). On (B)(6) 2017, percutaneous drainage was performed for the fluid accumulation. The condition subsequently improved. On (B)(6) 2017, laboratory tests regarding infection and inflammation was done and result was wbc: 7020/mcl; neutrophils, 4560/mcl; crp (c-reactive protein): 5.55 mg/dl. On (B)(6) 2017, pus culture for general aerobes and anaerobes was collected: enterobacter was detected. On (B)(6) 2017, the patient was discharged from the hospital. The hospitalization had been prolonged due to the abscess, while no re-hospitalization or re-laparotomy was performed for the event. On (B)(6) 2017, a blood test showed no problems. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, the abscess resolved. Corrective treatment: percutaneous drainage for abscess and fluid accumulation/fluid accumulation in the liver resection site; not reported for rest events outcome: recovered for abscess; recovering for fluid accumulation/fluid accumulation in the liver resection site; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: bile leak between the diaphragm and the cut surface of the liver reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting surgeon's causality assessment: probable diagnosis: abscess reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastrointestinal surgeon's causality assessment: unknown seriousness criterion: hospitalization for all events reporting gastrointestinal surgeon's comment: another possible causative factor for the abscess was oral steroid (unspecified). Seprafilm was applied to the anterior surface of the stomach and the right subphrenic area to prevent adhesion from several liver resections. Temporal bile leak from the winslow drain was noted (probably from the subsegmental resection of s2 of the liver), but the main site of the infection was the fluid accumulation in the right lobe resection site. As the site did not show bile leak and the drainage was serous, the right subphrenic drain was removed early, but infection subsequently occurred reporting surgeon's comment: other possible factors for the event were unknown additional information was received on 16-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 26-feb-2018 from gastrointestinal surgeon. Verbatim was updated for the event of bile leak between the diaphragm and the cut surface of the liver to bile leak between the diaphragm and the cut surface of the liver/bile leak from the drain in the foramen of winslow. Events of infection/enterobacter was detected, abscess and fluid accumulation/fluid accumulation in the liver resection site were added along with its details. Updated information on the suspect drug seprafilm and the patient. Steroid was added as suspect drug. Added the reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs. Pharmacovigilance comment: sanofi company comment follow up dated 26-feb-2018: this case concerns a male patient who received seprafilm and later had bile leak between the diaphgram and the cut surface of the liver and enterobacter infection. Based upon the available information, the casual role cannot be denied between the product application and event. However, other possible risk factors, medical history, concurrent conditions precludes the final case assessment.

Event description:
This unsolicited device case from japan was received on 22-dec-2017 from a surgeon. This case concerns a male patient with unspecified age who received treatment with seprafilm and after unknown latency the patient had bile leak between the diaphragm and the cut surface of the liver (post procedural bile leak). Patient's medical history , past drugs, concurrent condition and concomitant medications were not reported. On an unknown date in (B)(6) 2017, the patient underwent right liver lobectomy and biliary tract reconstruction for hepatic cancer, and one sheet of seprafilm was applied (form, route, batch number and expiration date: not provided) at the diaphragm and beneath the incisional wound. On an unknown date in (B)(6) 2017, the patient had moderate bile leak between the diaphragm and the cut surface of the liver that seemed to partially coincide with the application site (latency: unknown). The reporter had experience of the use of seprafilm, though the frequency of the use was low. Corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: bile leak between the diaphragm and the cut surface of the liver reporting surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting surgeon's causality assessment: probable reporting surgeon's comment: other possible factors for the event were unknown additional information was received on 16-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 16-jan-2018: follw up information didi not chnage the previous case assessment. This case concerns a male patient who received seprafilm and later had bile leak between the diaphgram and the cut surface of the liver. Based upon the available information, the casual role cannot be denied between the product application and event. However, other possible risk factors, medical history, concurrent conditions precludes the final case assessment.